Manufacturer narrative:
Manufacturer's investigation conclusion: the data log file was successfully retrieved and contained events recorded from (B)(6) to (B)(6) 2020 where numerous power cable disconnect and several low voltage advisory alarms were recorded. The majority of the alarms appeared consistent with power exchanges and depleted 14v batteries. The information recorded on (B)(6) at 09:09 pm revealed that the controller was disconnected from 14v batteries and connected to a mpu. The information recorded at 11:49 pm indicated that the mpu lost power and the system continued to operate supported by the internal backup battery. As a result, the system activated a no external power alarm. The data captured at 11:56 pm revealed that the driveline was disconnected, the speed decreased to 0 rpm and a driveline disconnected alarm became active. The recorded information suggested that the driveline remained disconnected and the controller was powered by the backup battery until 1:55 am when the associated voltage levels indicated that the controller is powered by the mpu. At 3:07 am power provided from the mpu was lost again and the controller was powered by the backup battery until 3:21 am when voltage levels consistent with mpu operation were recorded. The next entry was captured at 3:34 pm and the recorded information revealed that the driveline was disconnected and only the black power cable was connected to mpu. At 15:35 both power cables were disconnected from the mpu and the controller was powered by the backup battery. The last entry was recorded at 23:43 and revealed that the driveline was still disconnected and the controller was powered by the backup battery. The mobile power unit serial number (B)(4) returned for evaluation, was functionally tested and was found to function as intended. A full functional test was performed and the unit passed all test steps. The mpu was returned to the customer site. The device history records were reviewed and the records revealed the (B)(4) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate ii instructions for use with mpu and heartmate ii patient handbook caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: (B)(4). Log file analysis found that there were no external power alarms while connected to the mobile power unit (mpu). No further information was provided.